Event description:
It was reported that during a da vinci-assisted surgical procedure, the sureform 45 stapler instrument articulated in the opposite on the 4th fire. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) contacted the customer and obtained the following information: the issue occurred with the surgeon's head inside the surgeon side console (ssc) and outside the (ssc). The issue was resolved by opening up a new stapler instrument. Patient demographic information was provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the sureform 45 stapler to perform failure analysis (fa). Fa was not able to confirm nor reproduce the customer reported complaint. Visual inspection displayed no signs of physical damage. No damage was found at the roll gear and drive cable. The channel sprang back open when in the unclamped state. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The stapler was tested in-house, and the instrument initialized, clamped, fired, and unclamped without any issues. The instrument fired successfully using blue 45 reloads. The cutline appeared smooth and consistent, with no jagged edges or tearing observed. All staples were deployed and correctly formed into the proper b-shape. Review of logs were unable to verify any failures. The instrument was fully functional. There was no problem detected. Isi did receive the sureform 45 blue reload to perform fa. The reload was returned to isi for evaluation attached to sureform 45 stapler with a complaint that 4th fire arm articulated opposite direction. There was no damage to the reload. This is a complaint that does not affect the functionality of the reload. An investigation has been completed. There are no device related failures. The reload was returned unused and unfired. It was proceeded with the instrument. Visual inspection displayed no signs of physical damage to the cartridge, knife, pushers, or cover. The reload was attached to an in-house golden instrument and placed and driven on an in-house system. The reload attached to and removed from the instrument without any issues on multiple attempts. The instrument passed the recognition and engagement tests. The instrument initialized, clamped, fired, and unclamped without any issues using the returned reload. The reload cover was removed and inspected after firing. There was no damage to the reload or its components. No product issue was identified.